Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon reviewed plan with representative prior to procedure. The surgeon decided to use dual schanz arms based in preference and patient¿s anatomy. 3define scan was good. Drawspine was not done and the arm was sent to generic ap and oblique. Automatic registration was achieved using the basic algorithm off of l3 with good values at all levels. The representative sent the arm to l3 left and at this time the patient was constantly jumping and shifting all over table. The representative strongly recommended to re-register as representative could not ensure accuracy through the movements. The surgeon agreed. Anesthesia did not give the appropriate medications and corrected the mistake for second registration. Second registration occurred and registration was achieved using the basic algorithm off of l3 with good values. The representative noted that the l3 left trajectory still had a green dot meaning it was sent even though this was a completely new registration. Representative sent arm to l3 left and surgeon cut skin and drilled. Representative noted the tools jumped and requested to re-tool which the surgeon did. The surgeon drilled, placed tube and then placed wire and there was no bottom even though the plan did not show a lateral skive. Representative cleared arm and re-sent trajectory. The surgeon said the trajectory was 1cm medial to the previous skin incision and asked why. Representative requested to drop tools down and take an x ray to confirm that trajectory. The surgeon obliged and liked the trajectory. Surgeon wants answers to why this occurred. All trajectories were then drilled to their accurately planned position and surgeon was overall satisfied with the results. There was no patient harm.